Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was placed correctly and physician was pleased, post placement. 5 hours post procedure, patient exhibited stroke like symptoms, with weakness and physician brought the patient back into the ir lab. Imaging showed foreshortening on the proximal portion of the pipeline as well as fish-mouthing. The brain also appeared to pro-lapse into the an. There was migration after deployment with an unknown cause. The pipeline was implanted at the intended location and full wall apposition was achieved. A-choroidal side branch covered by the pipeline. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a bi-lobal, unruptured left distal internal carotid artery (ica), para a-choroidal  aneurysm with a max diameter of 5.87mm. The landing zone was 2.88mm distally and 2.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Ancillary devices include a bmx81 guide catheter, aristotle 18 guidewire.

Event description:
Additional information received reported the pipeline braid pro-lapsed into the aneurysm. The cause of the migration was not determined. The stroke-like symptoms were weakness in the left side of the body. An additional atlast stent was used to tack down the proximal portion of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.